Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) state the following: "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. Only one puff of hemospray came out of the device. They replaced multiple catheters and even tried it with no catheter. Per the user's interpretation, the clog must have been inside the gun. After attempting to unclog the gun, the doctor unscrewed the carbon dioxide (co2) and the co2 came rushing out [co2 is intended to be deactivated upon completion per instructions for use]. Additional information received 06-mar-2019: they could not stop the bleeding endoscopically, so they sent the patient to interventional radiology for a coiling procedure to stop the pre-existing bleeding [use of another modality for hemostasis]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.